Event description:
It was reported that the patient presented to the medical institution feeling dizzy. It was further reported that the lead had an undefined impedance value and pacing failure was confirmed. There had also been a lead monitor alert. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.